Event description:
Additional information was received from the patient. The patient stated that they turned around and fell given that they have balance problems. They stated that the cause of therapy being off is unknown however that a contributing factor could be their change in activity level. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2021. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell on tailbone several weeks ago. She is back to wearing diapers. I asked when her symptoms started and she said not very long after the fall. Agent did not ask about the circumstances that led to the reported issue. Checked patient's current settings and she was on program 2 at 3.5 volts and the therapy was off. On the call the patient turned therapy back on and increased the stimulation to 4.2 volts. Told the caller to monitor her symptoms for a couple days and see if the symptoms improve. I explained her therapy was off and it needs to be on to work. But patient services also told her when she fell she could have caused the lead to move or got damaged. If the symptoms don't improve she should follow up with the doctor. The patient called back indicating they are still having problems and have not had any improvement since their last call. Patient asked for assistance increasing amplitude. Patient increased to 4.7 volts and was feeling stimulation sensation in the vaginal area. Recommended monitoring symptoms and following up with managing physician if not resolved.